Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No unexpected audio anomaly or missing numbers were noted during the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was unable to exit the rewind sequence on the insulin pump. He did not know the blood glucose reading. He was advised to hold down the act button until a second series of numbers on the display screen appear and the insulin pump beeps, and he stated he received neither of these. Nothing further was reported.